Event description:
It was reported that, during a navio procedure, there was an "internal cabling/drill console error" (the handpiece blew a fuse inside the navio). The procedure was changed to manual with s+n instrumentation and a delay of fewer than 30 minutes. No other complications were reported.

Manufacturer narrative:
G3, h2, h3, and h6: the navio handpiece, part number: pfsr110137, serial: (B)(6) and used for treatment, was returned for evaluation. A relationship between the reported event and the device could not be established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was not confirmed. The handpiece passed the hp test and calibration/homing without incident twice. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. While the reported problem was not confirmed during evaluation, the most probable contributing factor(s) to the reported problem is the siu fuse being blown by a handpiece used prior to the one associated with this complaint. The navio surgical technique manual (500197) provides guidelines for recovering to a fully manual procedure in the ¿recovery procedure guidelines¿ section of ¿performing trial reduction and postoperative assessments. Per the clinical evaluation, it was concluded that the modified procedure and reported delay did not result in patient injury/impact; no other complications were reported. It was communicated that the patient is well. No further medical assessment is warranted at this time. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. D8 and d9: device returned. D10: add concomitants . H6: update codes.